Event description:
Mdt rep called today to report meeting up with patient and their mother today due to previous complaints that rep believes have already been reported. Today was the first day they were able to meet with patient to check the implantable neurostimulator (ins). Impedances were taken via automatic increase and they all came back as red but when they were tested at the 1.0ma, they came in as all orange. X-rays are being taken today which will hopefully confirm status of system and whether twiddling has occurred. Patient is still having seizures but unknown if due to impedance issue or other factors.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause of high impedance is still unknown, but possibly due to twiddlers syndrome according to patient's mom. Surgery will be performed to correct the high impedance, but date is not scheduled as of yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.